Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display screw partially disengaged.

Event description:
It was reported that intra-op, the flex arm could not be fixed. It became impossible to fix in the middle of surgery at an initial o peration. Product was used in the surgery. No patient complications were reported as a result of the event.